Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. The technician performed unspecified troubleshooting. Uf cell reported to be faulty, but the alleged uf deviation was not duplicated. There is no indication that an alarm was generated suggesting that the reported uf deviation was within specifications or if the alarm was triggered at all. The technician did not provide any information of their device evaluation; therefore, the reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a high ultrafiltration event occurred on an ak 96 machine. Post hemodialysis therapy, the patient complained of discomfort. The nurse immediately obtained a blood pressure reading of 64/49mmhg and a pulse rate of 74 beats per minute. The ultrafiltration weight was also obtained which showed an excessive fluid removal of approximately 3.0l. The patient was stabilized prior to being discharged home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.